Manufacturer narrative:
(B)(4). The customer reported a blank screen. There was no report of patient involvement. The issue was found during installation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a blank screen. There was no report of patient involvement. The issue was found during installation.